Event description:
Right total knee arthroplasty was performed in 1996. Revision performed in 1999, due to pain and grinding. Patella was found to be loose and floating freely and wear noted on articular surface of tibial bearing.